Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify motor error alarm due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had been exposed to moisture and was unresponsive. The customer went to the ocean and forgot that they had the insulin pump on. The display went blank immediately after the insulin pump¿s exposure to moisture. There was a constant tone occurring. They removed the battery for a while and reinserted it but the screen was still completely blank with a green background. The customer¿s blood glucose level was 143 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.